Event description:
It was reported that after one hour of catheter manipulation during an af case, we noticed a leakage in the handle.

Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.